Event description:
This is not a complaint about the product. The haptic got bent due to the pt moving his/her head while lens was being implanted. The lens had to be explanted.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in (B)(4). The lens was ejected out of the injector and was explanted. The slider was fully advanced and the rod was advanced partially. Trace of lubricant was found inside the injector tip and on the lens. According to the information, this is not a product complaint. Haptic was bent due to patient movement during the surgery. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. (Serial no.: (B)(4) -model 230. (B)(4).

Event description:
This is not a complaint about the product. The haptic got bent due to the patient moving his/her head while lens was being implanted. The lens had to be explanted.